Event description:
Brush heads no longer staying securely attached to the hand piece...brush head regularly slips off from the hand piece...ends up in mouth - oral-b [device breakage] case narrative: a father via e-mail stated that the oral-b toothbrush head refills that his 8-year-old daughter used on her oral-b junior smart toothbrush were no longer staying securely attached to the hand piece. The oral-b toothbrush head regularly slipped off from the hand piece, and ended up in her mouth. No injury was reported. 03-may-2023 case update from information received on 14-apr-2023: the concomitant product was oral-b power power oral care refills cross action antibac. No injury was reported.

Manufacturer narrative:
22-may-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads no longer staying securely attached to the hand piece...brush head regularly slips off from the hand piece...ends up in mouth - oral-b [device breakage] . Case narrative: a father via e-mail stated that the oral-b toothbrush head refills that his 8-year-old daughter used on her oral-b junior smart toothbrush were no longer staying securely attached to the hand piece. The oral-b toothbrush head regularly slipped off from the hand piece, and ended up in her mouth. No injury was reported.